Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. According to the information provided by the technician, the expiratory channel printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. Expiratory channel pcb contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette. It has been decided to be reported in abundance of caution as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiratory channel pcb. The problems such as the one described here are not safety related. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: 894005.